Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed the symptoms. The fse replaced the video receiver and cable and confirmed that the problem did not recur during a test run. The equipment is in good condition.

Event description:
It was reported that during inspection before use on the patient, the screen display of the cs300 intra-aortic balloon pump (iabp) was blur and noise was found. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).